Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was sitting down and felt a sudden pain in her right mid-thigh region. Struggled to weight bear from that point. Had x-rays and an orthopaedic clinic appointment on (B)(6) 2016 where they diagnosed a broken restoration stem. Primary right hip joint replacement (B)(6) 2001, hybrid construct of a charnley stem and osteolock cup with polyethylene liner. Seen in clinic on (B)(6) 2007 where osteolysis was noted in the region of medial calcar. Acetabular was noted as well fixed, patient was experiencing discomfort in her right mid thigh. The right primary replacement was revised on (B)(6) 2009, a restoration stem (155x16mm - 23 +0 cone body) with a 36mm ceramic head into a 64mm tritanium cup and ceramic liner was implanted. Primary stem removed via an extended trochanteric osteotomy. A 5 hole locking plate and 6 wires were used to stabilize the osteotomy as well as a strut graft. Clinic on (B)(6) 2010 noted pain on walking with slight lucency at the osteotomy site. Clinic on (B)(6) 2010 had a white cell count suggestive of infection. No consequent clinic notes mentioned infection. All clinic notes from this point up to the break of the restoration continue to mention non-union of the osteotomy site.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular stem was reported. This was confirmed following material analysis and a review by a clinical consultant. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. It noted: the fracture surface associated with the proximal stem was examined in the scanning electron microscope (sem). The stem failed in fatigue as indicated by the fatigue striations found throughout the fracture surface. The fracture origin exhibited fracture morphology consistent with overload type loading. This overload then propagated through fatigue from the lateral to the medial side until final fracture. Final fracture region was obscured by post-fracture abrasion. The material analysis concluded that: the stem fracture initiated in overload at a lateral-side flute and then propagated in fatigue. The eds analysis showed that the component composition was consistent with specification requirements. Medical records received and evaluation: a review by a clinical consultant noted: as based upon the mar photographs, there was bony fixation in the distal fractured part while the proximal part does not show any relevant sign of bony fixation. This indicates an overload condition was present in the area of the fracture due to loss of bone support proximal to the fracture. This is also confirmed by the x-ray information that shows solid fixation of the stem tip but lack of bone ingrowth fixation for the more proximal rm device sections. The result is a sharp transition in load transmission patterns between well fixed to bone and non-fixed to bone areas with the transition exactly at the level of the later stem fracture. The relatively thin and short distal stem tip area of the rm stem is not capable to carry all loads imposed to it due to absence of proximal load sharing in the rm device and consequently is subject to big overload. Fatigue starts to accumulate and ultimately a fatigue fracture occurred somewhere end 2015 or early 2016. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: the available evidence allows to reconstruct the big picture of the failure scenario and allow the conclusion that the failure mode is certainly not device-related but has been caused by an overload condition proximal to the level of the device fracture as caused by lack of bone ingrowth fixation of applied bone graft with consequent loss of bone support for the rm device and a fatigue overload fracture exactly at the level of peak overload and consistent with all reported facts and findings. This case is not device related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was sitting down and felt a sudden pain in her right mid-thigh region. Struggled to weight bear from that point. Had x-rays and an orthopaedic clinic appointment on (B)(6) 2016 where they diagnosed a broken restoration stem. Primary right hip joint replacement (B)(6) 2001, hybrid construct of a charnley stem and osteolock cup with polyethylene liner. Seen in clinic on (B)(6) 2007 where osteolysis was noted in the region of medial calcar. Acetabular was noted as well fixed, patient was experiencing discomfort in her right mid thigh. The right primary replacement was revised on (B)(6) 2009, a restoration stem (155x16mm - 23 +0 cone body) with a 36mm ceramic head into a 64mm tritanium cup and ceramic liner was implanted. Primary stem removed via an extended trochanteric osteotomy. A 5 hole locking plate and 6 wires were used to stabilize the osteotomy as well as a strut graft. Went to clinic on (B)(6) 2010 noted pain on walking with slight lucency at the osteotomy site. Went to clinic on (B)(6) 2010 had a white cell count suggestive of infection. No consequent clinic notes mentioned infection. All clinic notes from this point up to the break of the restoration continue to mention non-union of the osteotomy site.